Event description:
It was reported by the rep that the (2) mcl20 were used during a radical prostatectomy procedure. It was reported that the surgeon attempted to fire the clip applier. It fired two clips at a time and some of the clips scissored. There was no pt consequence. 07/25/2000 add'l info rec'd: the case was completed with another mcl20 and without incident.